Event description:
It was reported that the this right atrial (ra) lead exhibited oversensing, undersensing, varying impedance measurements ranging 400-200 ohms and failure to capture. Device interrogation was performed and troubleshooting measures were discussed. At this time, the ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).